Event description:
The patient experienced a burning sensation and redness at the device pocket. During charging, the recharger became very hot and caused a red mark over the battery site. The patient also notice the thermometer icon on the recharge during this occurrence. The company representative has attempted to reach the patient twice but has been unsuccessful. Additional information has been requested.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).